Event description:
Pt was halfway through MRI, when they felt excessive heat or burning sensation in their left lower quadrant "as if my internal organs were cooking." Pt reports that facility informed him that a few weeks prior to this event, they had received notice from the MFR, that some pts receive external burns during MRI scans over the areas of their body where their hands or feet are touching. In this pt's case, the technician told the pt to lay their hands one atop the other and rest them on their abdomen. It is immediately under this spot where their pain was during the test and persists today. The pt's physician is reportedly "stumped" as to how to treat this problem or investigate its cause. The facility, according to the rptr is not being forthcoming with help or info. The rptr's main concern is learning what has happened and how to fix and what the long range affects may be. They are currently being treated with pain meds.